Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: reported lot was 20180501. Please clarify the lot number involved. This complaint is from health authority. No further information can be provided.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? (B)(6). Date of the index surgical procedure? (B)(6) 2019. Was the initial surgery c-section or an exploratory surgery? Exploratory laparotomy. If an exploratory surgery, please provide the indication for the surgical procedure. Unk. On what tissue was the suture used? Unk. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unk. What was the onset date of symptoms from the initial surgical procedure? (B)(6) 2019. How many days post-operatively was the suture removed? 7. Did the patient experience an infection? Unk. If yes, were cultures performed? Results? Unk. Was medical intervention performed? If yes, please describe. The suture was removed immediately and the incision was disinfected. Other relevant patient history / concomitant medications? Unk. If applicable, will product be returned, return date, tracking information? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient¿s current status? Unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Reported lot was 20180501. Please clarify the lot number involved.

Event description:
It was reported that the patient underwent exploratory laparotomy on (B)(6) 2019 and suture was used. Post-operatively, the patient experienced erythema and inflammation. On (B)(6) 2019, the suture was removed immediately and infected incision was disinfected. The patient¿s condition changed to better. No additional information was provided.